Manufacturer narrative:
Device was returned and evaluated by cayenne engineering. Upon evaluation, complaint was confirmed. The root cause of this event is likely due to user error. DHR and complaint history were reviewed, and no related anomalies were noted. Dfmea was investigated for the failure mode and it is captured. Cayenne will continue to monitor for future events.

Event description:
It was reported that the tip of the needle has fractured during the surgery and the fractured tip may have remained in the patient.